Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature to switch vectors from the right atrial (ra) lead to the right ventricular (rv) lead. All impedance measurements were within normal range. No patient symptoms were reported at this time. Technical services provided the healthcare professional with programming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).